Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology (cleft on the posterior leaflet). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4+. There was a pre-existing cleft on the posterior leaflet. The clip was implanted successfully. However, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was implanted to stabilize the slda clip. Mr was reduced to 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.